Event description:
It was reported that balloon rupture occurred. During a percutaneous coronary intervention (pci), a 5.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during inflation the balloon ruptured at 10 atmospheres. The device was completely removed from the patient and the procedure was completed with another of the same device. No patient complications were reported.